Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a cx lesion which exhibited severe calcification, moderate tortuosity and 75% stenosis. The device was removed from packaging as per IFU and inspected prior to use with no abnormalities identified. The target lesion was pre-dilated using a nc euphora. During delivery it was reported that resistance was encountered and excessive force was used. It was reported that the device was caught when it came out of the guiding catheter failed to cross the target lesion and it was reported that the stent was deformed. The device did not pass through a previously deployed stent. No patient injury reported. The procedure was completed using a non-mdt device which stuck once but was implanted successfully using a non-mdt catheter.